Manufacturer narrative:
B5 describe event or problem updated. Neither clinical images enabling direct assessment of product performance nor the device was returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established.

Event description:
The following was reported to gore on (B)(6) 2025 from the viedoc study database: on (B)(6) 2024, this 75-year-old male patient underwent placement of a gore® acuseal vascular graft in the right upper arm for dialysis. A thrill or bruit was noted at the end of the procedure. The patient received at least one dose of prophylactic antibiotics prior to surgery. No adverse events occurred during the procedure. One additional procedure was performed during the graft placement: a hero-graft. (B)(6) 2024, the patient was noted to undergo the first successfully hemodialysis session with the gore® acuseal vascular graft. There were no adverse events during this session. On (B)(6) 2025, it was noted the patient had a prosthesis dissection that was related to the registry device. No reintervention or hospitalization was required. The outcome of the adverse event was noted as recovered/resolved without sequelae on (B)(6) 2025. On (B)(6) 2025, the following was reported to gore from the viedoc study database: the patient underwent a percutaneous transluminal angioplasty (pta) repeat intervention on (B)(6) 2025, for a thrombosis within the registry device. The patient had a thrombectomy performed. No other information is provided. On (B)(6) 2025, it was reported the patient had a device deficiency. The affected device was the gore® acuseal vascular graft, [ech060040/ (B)(6)]. The deficiency was described as the ¿removal of the inner layer of silicone protheses dissection.¿ this is associated with prothesis dissection. Treatment included a gore® viabahn® endoprosthesis stent implantation ((B)(4), manufacturer report number 2017233-2025-06865). On (B)(6) 2025, the following was reported to gore from the viedoc study database: on (B)(6) 2025, the patient had a "re-closure / thrombosis" with indwelling hero-graft using gore® acuseal vascular graft. It was stated that delamination of the prothesis and stenosis at the connector between the acuseal- graft and the hero-graft occurred. A repeat intervention on the same day was conducted with thrombectomy, surgical repair, and resection of the connector at the venous anastomotic lesion.

Event description:
The following was reported to gore on 4/9/25 from the viedoc study database: on (B)(6) 2024, this 75-year-old male patient underwent placement of a gore® acuseal vascular graft in the right upper arm for dialysis. A thrill or bruit was noted at the end of the procedure. The patient received at least one dose of prophylactic antibiotics prior to surgery. No adverse events occurred during the procedure. One additional procedure was performed during the graft placement: a hero-graft. (B)(6) 2024, the patient was noted to undergo the first successfully hemodialysis session with the gore® acuseal vascular graft. There were no adverse events during this session. On (B)(6) 2025, it was noted the patient had a prosthesis dissection that was related to the registry device. No reintervention or hospitalization was required. The outcome of the adverse event was noted as recovered/resolved without sequelae on (B)(6) 2025. On may 21, 2025, the following was reported to gore from the viedoc study database: the patient underwent a percutaneous transluminal angioplasty (pta) repeat intervention on (B)(6) 2025, for a thrombosis within the registry device. The patient had a thrombectomy performed. No other information is provided. On may 18, 2025, it was reported the patient had a device deficiency. The affected device was the gore® acuseal vascular graft, [ech060040/ 8090635pp011a]. The deficiency was described as the ¿removal of the inner layer of silicone protheses dissection.¿ this is associated with prothesis dissection. Treatment included a gore® viabahn® endoprosthesis stent implantation (mpdcase-(B)(4), your reference (B)(4)). On november 3, 2025, the following was reported to gore from the viedoc study database: on (B)(6) 2025, the patient had a "re-closure / thrombosis" with indwelling hero-graft using gore® acuseal vascular graft. It was stated that delamination of the prothesis and stenosis at the connector between the acuseal- graft and the hero-graft occurred. A repeat intervention on the same day was conducted with thrombectomy, surgical repair, and resection of the connector at the venous anastomotic lesion.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation of the device can be performed. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing and heparin coating records indicated the lots met all pre-release specifications. Further information was requested from the study coordinator, but nothing was provided yet. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.